Event description:
It was reported that this event involved a pt with a compromised respiratory system; either asthma or emphysema. During insertion of the catheter, it kinked and a tension pneumothorax developed. The pneumothorax was resolved and there were no other reported pt complications. Product labeling lists tension pneumothorax in the cautions.